Manufacturer narrative:
(B)(4). Batch # m91417. The analysis results found that the er320 device was returned with one clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed nine conforming clips. However, during three cycles the clips got jammed between the shrouds and the jaws. In addition, the lockout mechanism was found to be non-functional. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling, the latch was found to be damaged. This condition caused the failure of the lockout mechanism; however no conclusion could be reached as to what may have caused the damage at the latch. No conclusion could be reached as to what may have caused the incidents of clip jamming. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, clip did not come out from the jaw after firing the trigger. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.